Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is an off-label usage of the device, on (B)(6) 2025. On tuesday, (B)(6) 2025, at approximately 1:00 am, the patient experienced symptoms of confusion and profuse sweating. Upon performing a fingerstick test, the patient noted a discrepancy between glucose readings: the cgm displayed 89 mg/dl, while the blood glucose meter showed a low value of 29 mg/dl. In response, the patient self-administered baqsimi glucagon nasal spray and contacted emergency services. Upon arrival, paramedics recorded a blood glucose level of above 80 mg/dl, which later increased to 107 mg/dl. No additional treatment was reported, and the patient was not transported to the hospital. There was no documentation of further medical evaluation or intervention following the incident. At the time of reporting, the patient was noted to be stable and fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.